Event description:
Customer reports a problem with a pt sample having 2 results for uric acid in data review, but was missing a result for cholesterol on his modular system. Additionally, an abnormal result for cholesterol was sent to the host for this pt. No adverse events were reported. The investigational unit verified the customer's complaint. A field correction for this issue has been initiated.